Event description:
Our concern is that the 12f dht has two ports that are the same size and that the stylet cap is the same color as the port hub. This makes it confusing for the staff to identify that the stylet has not been removed and leading to confusion. There has been three separate events.